Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) / excessive bleeding') in a 39-year-old female patient who had essure (ess205) (batch no. 122330036-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, back surgery and nabothian cyst. Previously administered products included for an unreported indication: birth control pills from 1983 to 2003. Concurrent conditions included uterine leiomyoma since (B)(6) 2018, melanoma since 2014, urinary frequency since (B)(6) 2010, elevated bp since (B)(6) 2010, overweight, haemorrhage nos, abdominal cramps, hyperplasia endometrial, uterine myomatosis, dysmenorrhea, hemostasis and uterine enlargement. Concomitant products included oral contraceptive nos since 1983 for birth control as well as bisacodyl and salbutamol since 1990. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced loss of libido ("no sex drive"), fatigue ("fatigue"), night sweats ("night sweats"), insomnia ("cannot sleep"), pain ("body pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo- oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the loss of libido, fatigue, night sweats, weight increased, insomnia, pain, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, fatigue, insomnia, loss of libido, menorrhagia, night sweats, pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2002, (B)(6) 2003 the sling was deployed and two uncoiled loops were noted current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, menorrhagia, uterine leiomyoma. Most recent follow-up information incorporated above includes: on 13-aug-2019: update of ptc information (batch is not valid). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) / excessive bleeding') in a 39-year-old female patient who had essure (ess205) (batch no. 122330036-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, back surgery and nabothian cyst. Previously administered products included for an unreported indication: birth control pills from 1983 to 2003. Concurrent conditions included uterine leiomyoma since (B)(6) 2018, melanoma since 2014, urinary frequency since (B)(6) 2010, elevated bp since (B)(6)2010, overweight, haemorrhage nos, abdominal cramps, hyperplasia endometrial, uterine myomatosis, dysmenorrhea, hemostasis and uterine enlargement. Concomitant products included oral contraceptive nos since 1983 for birth control as well as bisacodyl and salbutamol since 1990. On (B)(6) 2003, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced loss of libido ("no sex drive"), fatigue ("fatigue"), night sweats ("night sweats"), insomnia ("cannot sleep"), pain ("body pain") and anxiety ("anxiety/psych injury") and was found to have weight increased ("weight gain"), uterine leiomyoma ("fibroids") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo- oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the loss of libido, fatigue, night sweats, weight increased, insomnia, pain, anxiety, uterine leiomyoma and hormone level abnormal outcome was unknown. The reporter considered anxiety, fatigue, hormone level abnormal, insomnia, loss of libido, menorrhagia, night sweats, pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2002, (B)(6) 2003 the sling was deployed and two uncoiled loops were noted current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: vaginal haemorrhage, menorrhagia, uterine leiomyoma most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received, patient demographic, essure start date and event hormonal changes were added incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia) / excessive bleeding') in a (B)(6)-year-old female patient who had essure (ess205) (batch no. 122330036) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included grand multiparity, back surgery and nabothian cyst. Previously administered products included for an unreported indication: birth control pills from 1983 to 2003. Concurrent conditions included uterine leiomyoma since (B)(6) 2018, melanoma since 2014, urinary frequency since (B)(6) 2010, elevated bp since (B)(6) 2010, overweight, haemorrhage nos, abdominal cramps, hyperplasia endometrial, uterine myomatosis, dysmenorrhea, hemostasis and uterine enlargement. Concomitant products included oral contraceptive nos since 1983 for birth control as well as bisacodyl and salbutamol since 1990. On (B)(6) 2002, the patient had essure (ess205) inserted. In (B)(6) 2005, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced loss of libido ("no sex drive"), fatigue ("fatigue"), night sweats ("night sweats"), insomnia ("cannot sleep"), pain ("body pain") and anxiety ("anxiety") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo- oophorectomy). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the menorrhagia and vaginal haemorrhage had resolved and the loss of libido, fatigue, night sweats, weight increased, insomnia, pain, anxiety and uterine leiomyoma outcome was unknown. The reporter considered anxiety, fatigue, insomnia, loss of libido, menorrhagia, night sweats, pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted: (B)(6) 2002, (B)(6) 2003. The sling was deployed and two uncoiled loops were noted current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2003: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- vaginal bleeding, menorrhagia, uterine fibroid most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- events added- abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), fatigue, night sweats, weight gain, cannot sleep, body pain, anxiety, fibroids, medical history, concomitant drugs, historical drug, lot number lab data were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.